Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation with two 400cc mentor memorygel breast implants was diagnosed with plasmacytoma in 2017, which was treated with radiation therapy in 2018. The patient also reported autoimmune disorder symptoms including mixed connective tissue disease, joint pain, fevers after exercise, nausea, and diarrhea. In addition, it was reported that the patient had a rupture on the left breast implant side. The patient is to undergo explantation on (B)(6) 2022. This report is for the right side device.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: autoimmune disorder and cancer. Explantation date: (B)(6) 2022. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 30, 2022, the evaluation for the device was completed. Device evaluation summary: during visual evaluation no apparent damage or visual anomalies were observed on the smooth hpg, 400cc returned device. The lay community, the popular press, and medical literature have raised the possibility that there may be an association between certain immunological-based diseases and silicone implants. The diseases most commonly mentioned include scleroderma, rheumatoid arthritis, and syndromes that mimic systemic lupus erythematosus. Available information does not permit precise quantification of risk. Neurological problems have been reported in a small number of breast implant patients who also exhibit immunological symptoms. Mentor has completed extensive biocompatibility studies on the polymer materials used in the manufacture and finished devices. None of these studies have shown any indication of inducing immune responses. Studies on carcinogenicity, mutagenicity, hemolysis, dna transfers, responses to the particulate formation, etc. Have all shown these materials to be safe. Evidence suggests that such diseases or conditions are no more common in women with breast implants than in women without implants. Concern over the association of breast implants to the development of autoimmune or connective tissue diseases, such as lupus, scleroderma, or rheumatoid arthritis, was raised because of cases reported in the literature with small numbers of women with implants. Scientific expert panels and literature reports have found no evidence of a consistent pattern of signs and symptoms associated with these diseases in women with breast implants. Additionally, having rheumatological signs and symptoms does not necessarily mean a patient has a connective tissue disorder or autoimmune disease. Per the FDA¿s ¿update on the safety of silicone gel-filled breast implants¿ published in june 2011, ¿there is no apparent association between silicone gel-filled breast implants and connective tissue disease, breast cancer, or reproductive problems.¿ furthermore, the institute of medicine (iom) of the national academy of science released a final report stating that ¿a review of seventeen epidemiological reports of connective tissue disease in women with breast implants was remarkable for its consistency in finding no elevated risks or odds ratio for an association of implants with disease¿there is no evidence that silicone implants are responsible for any major diseases of the whole body. Women are exposed to silicone constantly in their daily lives. There is no plausible evidence of a novel autoimmune disease caused by implants.¿ based on these reports, product evaluation (pe) is unable to confirm that the reported complaints are device-related; however, mentor continues to include extensive discussions on alleged silicone responses in its product insert data sheets so that the patient and physician are fully informed of any potential risks. Mentor believes its current controls are adequate. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 06, 2022, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).